Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. However, radiographs were reviewed and an abnormal radiolucency and osteolysis along the acetabular component and screw were noted. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient was being scheduled for a revision procedure due to unknown reasons. X-ray review revealed extensive osteolysis of the acetabulum. No intervention has been reported. No additional information is available.

Manufacturer narrative:
(B)(4). Concomitant medical devices: unknown acetabular liner. Unknown femoral head. Unknown femoral stem. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-02432, 0001825034-2019-02433 and 0001825034-2019-02434. It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that patient was being scheduled for a revision procedure due to unknown reasons. However, no revision has been reported to date.